Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was repositioned from subcutaneous to sub-pectoral due to patient's discomfort. The patient had an underlying rhythm. The pacemaker remains active. No additional adverse patient effects were reported.